Event description:
The customer reported to philips, "cannot check the battery." This could be a power related issue. There was no report of patient involvement.

Event description:
The customer reported to philips, "cannot check the battery." This could be a power related issue. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.